Event description:
Device 1 of 3. Reference MFR report #1627487-2014-08350 and 08351. It was reported the patient's scs system stimulation was not helping her pain and instead exacerbates it. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.